Event description:
The customer reported that the unit was not working.

Manufacturer narrative:
The customer reported that the unit was not working. The unit was evaluated at the philips bench. It was tested and it was noted that the unit failed to delivery energy. Replacing the therapy pca resolved the issue.